Manufacturer narrative:
On august 16, 2024, mentor became aware that the patient experienced right side contour deformity, ptosis, and asymmetry which required implant removal on (B)(6) 2023. Complete UDI number has been added to field d4 on this form. No updates were received for the left side. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
This event is associated with the glow clinical trial participant ID (B)(6). It was reported that a female patient underwent revision-augmentation surgery with 450cc mentor memorygel breast implant mentor athena study gel devices on (B)(6) 2018 on both sides, and experienced right side breast cancer postoperatively. On november 2, 2021, she experienced breast cancer (new diagnosis) which required mastectomy (partial) /lumpectomy on (B)(6) 2021 and radiation for 6 weeks. Adverse event # 1. Breast cancer (new diagnosis), (right side, implant serial number: (B)(6). Date of implant:: (B)(6) 2018). Adverse event # 1. Breast cancer (new diagnosis), (right side, implant serial number: (B)(6). Date of implant: (B)(6) 2018). On (B)(6) 2021, she presented with breast cancer (new diagnosis) which required mastectomy (partial) /lumpectomy on (B)(6) 2021 and radiation for 6 weeks. It was also reported that the patient underwent breast reconstruction with implant replacement on right breast, and breast lift on left breast. Adverse event # 2. Anisomastia which required breast lift surgery, left side , sn: (B)(6), date of implant: 21 december 2018 per post-op cancer details - 5 year follow-up (imedidata) should additional information become available, this case will be re-assessed and supplemental report will be submitted. This medwatch report is for the patient¿s left-sided device.